Manufacturer narrative:
The subject device has not been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. A steris endoscopy representative discussed the reported event with user facility personnel and determined that the facility does not actuate the needle deployment prior to use, as specified in the device instructions for use. The instructions for use include the following statements: "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end." Steris endoscopy has provided in-service training on the use of the device, specifically confirming deployment prior to introduction to the scope. There have been no further issues reported.

Event description:
Reference user facility medwatch # (B)(4), which reported the carr-locke injection needle failed to deploy during procedural use. The device was immediately replaced with another carr-locke injection needle, and the procedure was completed. There were no injuries associated with the reported event.